Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr result. Results are as follows: date: (B)(6) 2014. Inratio inr 1.8 and 3.9. The time between testing was within minutes. Therapeutic range 2.5-3.0 for the patient. There was not patient adverse event. There was no additional information provided.